Manufacturer narrative:
Eval summary follow-up #1: qa analysis of the returned device revealed that the unit was returned without the stent. The c-flex was torn and jagged. A piece of c-flex was separated. The balloon fold was tight and appears not to have been inflated. Quality engineering determined that the root cause of the issue appears to be user error. Review of the incident revealed the physician used a 3.0mm balloon catheter for pre-dilatation of a lesion for placement of a 3.5mm stent. Guidant vi recommends a 1:1 balloon to artery ratio. It is possible the resistance to cross case the result of inadequate pre-dilatation. It is likely the c-flex and stent separation occurred as the stent delivery sys was retracted into the guiding catheter. The product instructions for use clearly warns against retracting the delivery sys into the guiding catheter and comments on possible hazards. The report also indicated the physician did not find the stent loose on the device prior to pt use. A letter shall be sent to the physician regarding pre-dilatation strategies and stent delivery sys retraction technique. As part of quality process, all stent delivery sys are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg reords for this product lot were reviewed and no non-comformities were found. This MDR is considered closed by the qa dept.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure the stent was being used to cover a dissection caused by another co's balloon catheter. The stent delivery system was unable to cross the lesion, necessitating removal. Upon removal of the delivery system into the guiding catheter, contrary to instructions for use, the stent separated from the delivery system. A snare device successfully retrieved the stent. Another multi-link was used to successfully complete the procedure. Reportedly no pt injury was associated with this event.